Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6), product typ lead, product ID 37754, serial# (B)(4), product typ recharger, product ID 37744, serial# (B)(4), product typ programmer, patient product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6), product typ extension. (B)(4).

Event description:
It was reported that the patient experienced shocking/jolting the day prior to the report. The stimulation was also intermittent. The patient had not shown up for any programming sessions after the implant. The patient was redirected to his physician, but had not sought out care as of yet.